Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the b30 error was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customers allegation could not be duplicated or confirmed. However, device evaluation found a worn slider switch on the socket causing intermittent high intensity mode and corrosion inside scope socket tubing. The connections have a worn out socket slider switch causes intermittent use of high intensity mode. Corrosion was found inside scope socket tubing. The non-olympus lamp life meter was reading at 50+ hours and light output measured within range. The customer stated that other scopes displayed the same errors, the customer wiped the gold contacts and made sure that the scope was not connected to the light source with the power on. The customer reconnected the light source cable and still had the e216 and b30 errors and could not recover the image. The customer stated that they were going to try a direct connection to the video processor to help troubleshoot which unit was causing the issue. The customer received a loaner videoprocessor and did not get an error with a repaired scope. The customer connected a loaner video processor, and had an e315 unsupported scope error, the customer was going to send the loaner back for repair. The customer further reported that the light source was working as intended and the issue was with the scope. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source exhibited e216 and b30 scope communication error codes. The device kept turning off and patient image was lost. The event occurred during the diagnostic colonoscopy procedure. The procedure was paused and completed using a similar device. There was no patient or user injury associated with the event. This complaint is related to patient identifier c23223876 (device: cv-190 evis exera iii video system center; serial number: (B)(6)).